Event description:
Informed by relief rn that the robotic bipolar maryland stopped functioning while in use in a robotic total laparoscopic hysterectomy (tlh). The instrument (ref# 420172) was subsequently removed from the field and replaced. At 1340 the prograsp instrument that was being used in the same procedure malfunctioned and would only partially open. The latter instrument (ref# 420093) was also removed from the field and replaced. Both instruments were sent to cpd for decontamination and sequestered at or front desk to be forwarded to risk. There was no injury to the patient noted.